Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 260 mg/dl. Customer alleged the pump settings were not entered correctly into the pump by the healthcare provider and was cause of the event. There were no issues with the function of the pump or supplies.